Manufacturer narrative:
An event of a hair in the packaging was reported. One image was submitted to product performance engineering. The image appears to show foreign material in the packaging. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported foreign material could not be conclusively determined.

Event description:
During device preparation, when the packaging for the catheter was opened, a hair was found inside the primary package. It did not have contact with the product because it was on the opposite side of the device and against the carton support. The procedure was successfully completed with the catheter. There were no adverse consequences for the patient. The catheter was discarded by the hospital